Manufacturer narrative:
The customer's qc recovery was acceptable. There was no indication of a reagent performance issue. The investigation determined that the issue found by the field service employee was the root cause of the event.

Manufacturer narrative:
The customer's qc was acceptable before and after the event. The field service engineer discovered a bent sample probe. The field service engineer replaced various parts and performed system adjustments and checks. He performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for three patients tested on a cobas 8000 c (701) module. The initial glucose results were not reported outside the laboratory. The customer performed repeat testing due to the initial results recovering greater than the critical value for glucose. Repeat testing was performed on a different analyzer. Also during the time of the event, there were two system error messages. Patient 1¿s initial glucose result was 573 mg/dl, and the patient¿s repeat result was 77 mg/dl. Patient 2¿s initial glucose result was 651 mg/dl, and the patient¿s repeat result was "<2" mg/dl. Patient 3¿s initial glucose result was 998 mg/dl, and the patient¿s repeat result was 77 mg/dl. The customer determined the repeat results were correct. Glucose reagent lot number was 44306701 with an expiration date of 31-jan-2021.